Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported when they were preparing to perform a proximal anastomosis using the hst iii system (4.3mm). When the surgical tech was loading the heartstring, she performed all of the necessary steps including squeeze, hold, advance, release, and pull. However, when she pulled the heartstring out of the loading device, the heartstring did not stay rolled up in the tube of the delivery device. Therefore, the device could not be used for the proximal anastomosis and was removed from the surgical field. A new heartstring device, which had the same product number and lot number, was opened up. This device was loaded and did not have any defects. Therefore, it was successfully used during the anastomosis. No injuries occurred due to the defect. The only surgical delay was the time needed to open up a new kit, which was less than 3 minutes.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 03/03/2025. An investigation was conducted on 03/18/2025. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches; the outer diameter was measured at 0.216 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000422957 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.